Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a fall and their pi and flow numbers dropped. Upon review of the log files technical services does not think that any mcs equipment caused the drop in pi and flow. The low flow events seem to be a patient related issue and not an equipment related issue. There were low flow alarms at the time of the event. It was reported that the patient had a fall and an ambulance was called. The patient had a seizure en route to the hospital. Upon head computed tomography (CT), the patient was found to have a multifocal acute subarachnoid hemorrhage in the bilateral cerebral sucli. Upon lvad interrogation the patient had drops in flow and power, with high pi during the time of the fall. There is possible graft obstruction in the lvad.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed low flow alarms. Although a specific cause for these events could not be conclusively determined through this evaluation, the account stated that the low flow alarms occurred due to the patient¿s bleeding and hypovolemia. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The submitted log file contained data from 07:40:08 on 19jun2020 through 05:21:30 on 13jul2020, per the timestamps. Intermittent low flow hazard alarms were captured on (B)(6)2020, when the estimated flow dropped below the low flow threshold of 2.5 lpm, to a range of 2.2-2.4 lpm. These events were not associated with elevations in pump power or pi events. Despite the observed events, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until (B)(6) 2020 when the patient ultimately expired due to events unrelated to the device (related manufacturer report number 2916596-2020-05377). The pump was not returned for evaluation. The heartmate ii lvas instructions for use (IFU), and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition such as hypertension. Section 6 of the IFU, ¿patient care and management¿, explains that pump flow is estimated from pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with each condition. Furthermore, section 1 and section 4 of the IFU, ¿system monitor¿, state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12sep2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account reported that the patient fell while at home making breakfast and hit his head. While on route to the emergency department (ed) the patient became unresponsive and suffered a seizure; however, he arrived at the hospital neurologically intact. Magnetic resonance imaging (MRI) and a head computed tomography (CT) scan were done which revealed a multifocal, acute, subarachnoid hemorrhage in the bilateral cerebral sulci. The patient¿s seizure was determined to be caused by the brain bleed and no further seizures were observed following (B)(6) 2020. The patient was also noted to be hypotensive upon arrival and had a supratherapeutic international normalized ratio (inr) of 3. Anticoagulation was held and the patient was given two units of fresh frozen plasma (ffp) and vitamin-k, following which, the patient¿s inr was reversed and dropped to 1.5. The patient was also given a total of 3 units of packed red blood cells (prbcs). The left ventricular assist system (lvas) was interrogated. A drop in pump flow and power was observed around the time of the patient¿s fall and a transthoracic echocardiogram (tte) showed an increase in vad flow velocity. A further workup was done to assess for a possible graft obstruction; however, it was reported that the low flow alarms were due to the patient¿s bleeding and hypovolemia and resolved at the patient¿s condition stabilized. The account further reported that the patient¿s anticoagulation had been restarted prior to the event with a heparin bridge with coumadin and cessation of aspirin (asa). The patient had improving headaches, was unsteady on his feet, and experienced moments of confusion at times during recovery. Anticoagulation was stopped for a week and the patient underwent neuro checks. Anticoagulation was eventually resumed, and the patient started physical and occupational therapy (pt/ot). The patient was discharged to an inpatient rehab facility on (B)(6) 2020.